Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
No damage or defects were observed that would contribute to dislodging. The cause of the reported dislodging could not be determined. The exposed portion of the soft cannula was observed to be flattened, stretched, and torn resulting in fluid leaking from the tear. The exact time and cause of this damage could not be determined. The adhesive pad was not returned with the device. No damages or defects that would result in an adhesive failure were observed. The cause of the reported adhesive failure could not be determined.